Event description:
It was reported that while using the endopouch pro46 during a laparoscopic cholecystectomy, the specimen bag did not release properly. It was also reported that the support arms were exposed when trying to close the specimen bag. Procedure was completed. There were no patient consequences reported.